Manufacturer narrative:
Voluntary medwatch MDR report #: mw5147498

Event description:
Voluntary medwatch form received notes that there was intermittent atrial undersensing on the atrial lead. No changes or interventions were reported. The patient condition was not known.